Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site: the instrument was found to have corrosion on the bearings. Pitch input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted burch colposuspension surgical procedure, customer reported the fenestrated bipolar forceps metal thread ripped off at tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to usage. The surgical task that was being performed was the hernia repair surgery. The cable that was broken was silver. There was no reported loss of cautery. No signs of thermal damage at the site of breakage. There was no instruments to collide with any other instruments or tool during the procedure. There was no reported fragments to fall inside of the patients anatomy. There was no reported harm or injury. The procedure was completed with the backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.